Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there was a vibrate anomaly on the insulin pump. Customer stated they dropped the insulin pump and as a result, the insulin pump would not vibrate. The customer also reported the insulin pump did not vibrate during a self-test. The customer's blood glucose was unknown. Customer declined to return the insulin pump for analysis.